Manufacturer narrative:
The unit was returned for failure analysis but the reported failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. The upd was installed and tested in the pca test system. Start up with no error. Ran 10x power cycles, all passed. The board was left in the system for 3 hours, while testing other units, and it performed with no issue. There was no trouble found. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generates an error 31221. Troubleshooting steps were conducted; however, the issue persisted. At that time it is confirmed the procedure was completed with another davinci system. There was no reported patient injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the reported issue. The system logs pointed to the universal power distribution(upd). Part replaced to correct reported problem. The system was tested and verified as ready for use.